Event description:
Hcp reported pt developed infection six months after pump and catheter implant with incisional wound opening of the lumbar region. A culture of the lumbar region, date unk, grew pseudomonas. The pt was treated with IV antiobiotics and total device system explant. The infection resolved and the pt did not experience drug withdrawal.